Event description:
It was reported the device system was explanted due to infection. "Pocket slightly abnormal but not grossly infected." Later follow up with the clinic reported the infection was candida albicans and the patient died 21 days after the explant surgery. The clinic reported "the cause of death was not related to the device system - patient had other medical issues and the family made the decision to pull life support." Follow up revealed the patient was not pacemaker dependent and at last device check on (B)(6)2010, normal functioning device noted. Also reported there was "lead marginalization on the tricuspid valve." Death certificate states cause of death as septicemia with underlying prosthetic valve endocarditis, degenerative aortic valve calcific stenosis, and other contributing factor of renal failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/30/2010 revealed the patient had died. Of note, the reportable injury is normally submitted via an alternative summary report submission that would have been due on 10/31/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) no anomalies found.